Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to manual injections for insulin therapy.